Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: the device was manufactured in june 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and the reported issue was not able to be identified in the photograph. Retention samples were visually inspected and no obvious issues were detected. The retention samples were also leak tested under water; no leak was observed. The retention units were also loaded on a peritoneal dialysis cycler and no alarms or issues were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice cassette leaked at the point where the tube meets the white plastic under the blue cap in the organizer. This was observed during priming of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.